Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. Insulin was squirting out during the manual prime process. Customer's blood glucose level was not reported. The customer was unable to exit the prime loop. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump was not returned for analysis.